Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during analysis of the sample, a rupture was observed on the anterior view, measurement approximately 0.9 cm. Microscopic examination was performed. No evidence of instrument damage was observed. In addition, a crease was noticed in the posterior aspect. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: autoimmune reaction. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that (B)(6)-year-old caucasian female patient who underwent breast augmentation primary procedure with mentor memorygel breast implant 450cc gel breast prostheses has experienced autoimmune disorder (hashimoto¿s disease). It was also reported that the patient has developed left-side implant site hematoma on day 5 after implantation. The patient required surgical intervention and breast implants removal. It was also reported that the patient has experienced right side breast implant rupture when the doctor was performing breast implant removal on (B)(6) 2018. This medwatch report is for the patient¿s right breast prosthesis.